Event description:
The following was published in the journal of reviews in cardiovascular medicine in an article title, "efficacy of vein of marshall ethanol infusion added to left atrial anatomical ablation for treatment of persistent atrial fibrillation in patients with hypertrophic cardiomyopathy" luo, tao, imr press (formerly medreviews) 10/23/2023 volume: 24 issue: 10 pages: 302. This was a multicenter, retrospective, observational study that included consecutive adult non-obstructive hcm patients with psaf between (B)(6) 2018 and (B)(6)2021 who underwent vom-ei combined with rfca or rfca alone for the first time. Hcm was defined as a left ventricular myocardium thickness of =15 mm based on a two-dimensional echocardiogram. Psaf was defined as an af episode lasting beyond seven days and an episode terminated by cardioversion after seven days. One vascular complication, and one pericardial effusion occurred that did not require drainage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.